Manufacturer narrative:
Three devices were returned for evaluation in used condition and without their original packaging. Visual inspection found two devices with the retractor active, without the base, and the skin adhesive stuck to the white cap. One device had one device with the retractor active and the skin adhesive stuck to the inserter with foreign material. Functional testing was unable to be performed as the samples had been already activated. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed and found no discrepancies. A sample of (B)(4) devices were visually inspected and had no discrepancies. A sample of (B)(4) devices underwent use testing and found no discrepancies. A sample of (B)(4) devices underwent simulated use testing and adhered as intended. Based on the evidence, a root cause was unable to be determined as no fault was found with the device.

Manufacturer narrative:
It was reported that the event occurred "in the last three months". The exact date is unknown. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set pre-maturely came off during use. No injury was reported.